Event description:
Device 1 of 2. Reference MFR report#: 1627487-2011-05220. The pt received his scs system on (B)(6) 2010 with a paddle lead. It was reported that the pt fell from a ladder and subsequently had a change in stimulation. He felt overstimulation when the stimulation was on. As a result, the ipg and lead were explanted and replaced.

Manufacturer narrative:
This ipg serial number was included in (B)(4). Evaluation: results: the product was received without instrument marks on the can. The ipg was tested to manufacturing specifications and passed all tests. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pts history to the event reported. Sjm defers to the pt's physician regarding medical history.